Event description:
I went to the cardiologist complaining of tiredness in the early summer of 2014. They saw something on the stress test that looked suspicious. They scheduled me for an angioplasty the next friday. I came out of the procedure with a stent. I was not told that a stent was possible. No one asked me about allergies other than drug allergies. The doctor told me it was titanium when I asked about it. I felt better after the stent. Slowly over the next few months, I began to fell worse and worse. My hair is falling out. I'm short of breath. My arthritis has increased exponentially. I attributed it to the blood thinners and the cholesterol medicine, which I was to discontinue this summer. About two weeks ago, it dawned on me that the stent might contain nickel. I checked with the nurses at my insurance company and they suggested I call the stent manufacturer. I did. They refused to tell me. I looked on their website and found that it contains stainless steel 316l (no mention of titanium). I searched for 316l and found ti contains nickel. I'm extremely allergic to nickel according to the tests I underwent at (B)(6) back in the 80's. I'm very aware of my allergy and would have told anyone who asked. No one asked. I called the doctor who placed the stent. She said that the stent did not contain nickel, that it was titanium. I explained she was mistaken. She said she would check with the rep and get back to me. She has not. All attempts to see another doctor are met with, "go back to the original doctor." That's complicated by the fact that I've changed insurance companies and she is not in my new network. A doctor should not be able to place a device in someone's body without discussing it with the pt, or at least asking if you have metal allergies. I've talked with several people and it's common practice. I'm in a mess and I don't know how it will all come out.